Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) unacceptable pacing thresholds were observed. The implant attempt was unsuccessful. Repeat transcatheter pacemaker intervention was planned. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.